Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that an unknown white material was found attached to the inner surface of the IV tubing of this disposable pressure transducer before use. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
One single flothru dpt kit with an IV set and pressure tubing were returned for examination. The reported event of ¿unknown white material was found attached to the inner surface of the IV tubing¿ was confirmed. One white particulate was observed inside of the IV tube approximately 2cm and 6cm area from the IV tubing male connector, where customer pinched with a metal clip. The particulate was approximately 1x1mm in size. Flush test and chemistry analysis were not performed due to the sample being returned to the supplier nipro for further examination. A review of the manufacturing records indicated that the product met specifications upon release. It is common clinical practice to inspect all products before usage. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Nipro investigation found that production and inspection records were checked, but no abnormality was recorded. The white material was removed from tubing and the material appeared to be a resin like solid which measured 0.843mm x 0.808mm in size. Chemistry analysis was performed to the material, and it was consistent with polycarbonate. The materials that are used in the manufacturing process were compared with the white material from the complaint sample, but the color and size did not match. The manufacturing process was investigated, but no potential causes were identified for the complaint condition.